Manufacturer narrative:
H.6. Investigation: one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Set was primed with saline and allowed to free flow. The IV bag was drained and the blue ball stopped the flow. The customer complaint that the "blue ball tubing" is "sucking air" could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d 3ss cv bv had air in the line. The following information was provided by the initial reporter: blue ball tubing pulled air during carboplatin infusion.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss cv bv had air in the line. The following information was provided by the initial reporter: material no: 11522558. Batch no: unknown, 20116058. It was reported that the blue ball tubing" is "sucking air.

Event description:
It was reported that as lvp 20d 3ss cv bv had air in the line. The following information was provided by the initial reporter: blue ball tubing pulled air during carboplatin infusion.

Manufacturer narrative:
The following fields have been updated with corrections: b.5. Describe event or problem: it was reported that as lvp 20d 3ss cv bv had air in the line. The following information was provided by the initial reporter: blue ball tubing pulled air during carboplatin infusion.